Event description:
It was reported that the battery of this implantable pacemaker was suspected to be depleting prematurely. The timeframe in which the estimated longevity change was observed has not been specified. There is no evidence to suggest a request was made to have data from this device analyzed. The device was explanted and is expected to be returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that the battery of this implantable pacemaker was suspected to be depleting prematurely. The timeframe in which the estimated longevity change was observed has not been specified. There is no evidence to suggest a request was made to have data from this device analyzed. The device was explanted and is expected to be returned for analysis. No additional adverse patient effects were reported. Boston scientific has made three attempts to retrieve the device, however; no response was received, the device is not expected to be returned.